Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope was hooked up and the image was very cloudy and can not see through. The operating room staff tried to find what the problem was by checking the connection, checked the monitor and it would not help. A back up scope was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completion. (B) (4).